Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. Tis report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Upon interrogation, the device was observed to be operating in safety mode. A boston scientific field representative confirmed the device must be replaced. The patient was admitted to the hospital and the device replacement procedure was performed that day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Upon interrogation, the device was observed to be operating in safety mode. A boston scientific field representative confirmed the device must be replaced. The patient was admitted to the hospital and the device replacement procedure was performed that day. No additional adverse patient effects were reported.